Manufacturer narrative:
There is no allegation against the reported device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that infection was near the lead site.

Event description:
It was reported that the patient experienced an infection. As such, the entire system was explanted to address the issue. Reportedly, the infection has resolved. The site of infection is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.